Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported "I was inserting a dual lumen bard power PICC. When I used the dilator included in the PICC kit, the edge of the external sheath "buckled" at the tip creating a rough edge, and not usable to dilate the vein. A new dilator was used to dilate the vein." Faulty product did not reach the patient, no harm was reported. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause could not be determined. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. The dilator shaft was observed to be slightly curved, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. While the exact cause of the damage observed on the returned sample is unknown, such deformation may occur if the microintroducer is advanced against resistance. Possible causes include steep insertion angle, inadequate skin nick, or damage to the sheath tip prior to use. This complaint will be recorded for future trending and monitoring purposes.